Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient presented with severe tamponade and low flows. It was suspected that bleed was from ring or outflow graft and patient was brought to the operating room (or). In the or there was bunch of thrombus cleared out with no active bleed noted. It was noted the bend relief came loose. In the or the bend relief was reattached and ran suture through the connection and anchored it to the outflow cannula. Since the operating room on (B)(6) 2020 there has been no low flow alarms and patient is stable and recovering. Additional information stated that anticoagulation status has been 2-3 with no changes, the pump flow decreased to 3.8-4.1 lpm with internal bleeding/ shock. CT scan showed significant left hemothorax.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted CT scan image could not conclusively confirm the report of a loose bend relief connection. In addition, a direct correlation between the device and the reported hemothorax and bloody pericardial effusion/cardiac tamponade could not be determined through this evaluation. Moreover, the reported low flow alarms could not be confirmed through this evaluation as no log files from the time of the reported event are available. A specific cause for the low flow condition could not be conclusively determined through this evaluation. The vad coordinator who was present in the or with the surgeons on both the day of implant and the day of the outflow graft revision later reported on (B)(6) 2020 that the provided CT scan image was the best available image that indicated that there might have been a loose outflow graft conduit connection. He reported that even during the thoracotomy it was unclear if the outflow graft components were incorrectly placed. Review of the submitted CT scan image could not conclusively confirm the report of a loose bend relief connection and a specific cause for the event could not be determined. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists pericardial fluid collection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides instructions on how to prepare the sealed outflow graft for implant, explains how to install the bend relief over the graft, and explains how to confirm that the bend relief is fully connected and seated to the outflow graft. In addition, the IFU cautions the user to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped on (B)(6) 2020. Review of the production order showed that (B)(6) was manufactured with the spline pump cover (part number 100166241). The heartmate 3 lvas IFU lists pericardial fluid collection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" (under "preparing the sealed outflow graft") provides information regarding how to prepare the sealed outflow graft for implant. Section 5 (under "de-airing the pump") explains how to install the bend relief over the graft during implant. The following steps are outlined: 12. Slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. Warning! Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft. This may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. 13. Visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 1 "introduction" provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate 3 lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition in section 5 "alarms and troubleshooting". This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.